Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Revision surgery procedure was performed in 2008, due to loosening of the tibial screw component.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event.